Event description:
It was reported the device exhibited non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing via review of remote transmission. It was suggested continuing to monitor since all of the episodes occurred on one day with no episodes since then. No patient symptoms reported.